Event description:
While attempting to place a piv during a rapid response two introcan 20gx2.5" needles bent at the distal end upon removing from packaging and were unusable. Ref 4251621-02, lot 25a18g8239. Both needles are from the same lot number. Pt: 4582. Device: 2981; 2284. Reference report: mw5174530.